Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) medical center (B)(6). United states. Adverse event patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient during lynx sling placement and cystoscopy procedures performed on (B)(6) 2011 for the treatment of stress urinary incontinence. Upon cystoscopy during the procedure, it was noted that there was no evidence of any needles within the bladder and the ureteral orifices effluxed clear urine. It was also noted that her uterus was enlarged, and she had stage 2 uterine prolapse. The patient tolerated the procedure well and left the operating room in good condition. There were no patient complications reported at the conclusion of the procedure. As reported by the patient's attorney, the patient experienced an unspecified injury.